Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The excessive no delivery test could not be performed due to prime anomaly. Device powered up properly after battery installation and was received with operating currents within specifications. Device was monitored and no blank display anomalies were noted. The insulin pump passed the basic occlusion test and displacement test. Device had cracked case at display window corners and battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. The customer stated that he changes the set but alarm occurs again. Most of the time it happens after a bolus and after couple hours it will shut off. Blood glucose value was 202 mg/dl. Customer was advised to disconnect at the quick release and run fixed prime, insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. He was then instructed to rewind, reinsert the reservoir and perform manual prime; insulin exited the tubing but the insulin pump alarmed no delivery. The customer also reported that the insulin pump has a crack below the battery compartment. The insulin pump was replaced and returned for analysis.